Event description:
It was reported that the customer is on his way to the hospital due to high blood glucose. Initially, the mother called to order supplies. The mother does not believe her son was on the insulin pump when his blood glucose rose as he does not have supplies for the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.